Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the suite pc software had become corrupted. To resolve the issue, the fse carried out corrective maintenance activity. After repair, the system was returned to use in good working order.